Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: south korea.

Event description:
It was reported that outside of surgery, the reciprocating arm intermittent stopped. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.